Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the patient had ins off for about 3 years, has not charged the implant. The rep received an email from the hcp office indicating the patient had not been seen for 5 years, so patient would be registered as a new patient and would need to pay a co-pay; patient is very angry, refused to be seen due to co-pay. The rep reports on saturday, patient felt the stimulation was turned on by itself, patient felt tingling sensation, left arm burning sensation, around his waist, and neck. Patient thought they were having a heart attack. The rep reports the patient works in a medical facility, the nurse at that facility checked the patient and their symptoms were resolved. Patient indicated when they lean to the left, they felt sensations of pins and needles, and when they leans to the right the sensation is off. The rep offered to see the patient at the hcp's office, but patient refused as there is a co-pay for a new patient. The rep also offered to see the patient at their primary physician office and ER, but patient refused; the rep indicated to patient that their service there is no charge.

Event description:
The reason for call was patient stated they have not needed to use their device in the last 3 years and therefore have not charged the implant during that time; however, on saturday they started feeling the stimulation. Patient noted they tried to connect with the patient programmer but it was not picking up the device because the implant is not charged. Patient stated they were bedridden for a day because they thought they were having a heart attack because the stimulation caused the left side of their neck, shoulder, arm all the way down to the palm of their hand so much pain that they could barely move their arm. Patient then said yesterday they were at work and they moved a particular way and all of a sudden they felt this intensity of stimulation coming on. Patient noted they were currently feeling the stimulation while on the call. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.